Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No data was provided for evaluation. The receiver was returned for evaluation. An external visual inspection was performed and failed due to the serial number being unreadable. A receiver charge and boot was performed and failed due to perpetual rebooting. The receiver screen displays initialization screen and continuous rebooting. An internal visual inspection was performed and water damage was observed. Confirmation of the complaint was undetermined. The probable cause could not be determined.